Event description:
During l4-s1 lumbar fusion procedure: surgeon was attempting to insert the screw on the left at s1, surgeon leaned back on the screw and the threads of the screw peeled, the holding sleeve broke, and it appeared the tip of the screw driver broke. All fragments from the screw, sleeve and driver were retrieved. Surgeon used a new screw to complete the procedure with no further problems, the procedure was completed. This is 1 of 3.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the devices and the report received indicates the failure mechanism displayed by the damaged implant / holding sleeve can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve was partially unthreaded from the implant interface when the surgeon performed the maneuver as described, subjecting the assembly to a concentrated cantilever load. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the designs tensile limits. No other evidence of damage was observed. The chipping of the t25 lobes can be attributed to slippage of the drivers with respect to the male and female t25 geometries, which in this case resulted from incomplete driver-bonescrew engagement. Extensive bench testing supports this theory, results showing a 15 nm average failure torque for the matrix t25 driver geometry. The matrix surgical technique guides, as well as other product support information, fully illustrate the proper method of loading and unloading matrix pedicle screws from a holding sleeve utilizing a matrix t25 driver. Evidence indicates improper assembly combined with an overly aggressive surgeon technique caused a propagation of forces to exceed the designs intended limits, which led to the subsequent failure. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Subject part received intact, one piece with t-handle. Discoloration about the surface, cosmetic quality is in other than new condition. Malformed stardrive feature visible, symmetry of splines compromised, geometry appears somewhat valid. Burrs protrude from damaged splines and tip of the instrument. Due to the damaged splines, measurement of the taper depth not possible. Stardrive is compromised sufficiently as to preclude reliable measurements. Placeholder.

Manufacturer narrative:
Manufacturing history review for lot 6457244 finds the subject part met or exceeded all inspection and certification testing. The investigation is ongoing.